Manufacturer narrative:
Tracking #.50001. D6: device returned with no lot ID. Based upon the inquiry info rec'd, the visual examination, and the functional testing, no conclusion could be reached as to why the cartridge reportedly "fell out" during surgery. The instrument was returned in good physical condition. The instrument was cycled, fired, cut, and formed the staples within design spec. The instrument was disassembled to examine the internal components and no deformations could be identified. It was concluded that the instrument was fully functional and conforming to design specs. The experience the surgeon reported could not be repeated.

Event description:
It was reported during a thoracoscopic lung resection when the surgeon introduced the atb35 the thoracic cavity and when manipulating near tissue the cartridge dislodged and fell out. This was prior to the first firing. The cartridge was retrieved without incident. The case was completed with a competitive product. There was no consequence to the pt.